Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient¿s device was explanted for normal battery depletion. Normal pacing impedance and threshold measurements were noted during the replacement procedure; however, sensing measurements had decreased on the right ventricular (rv) lead. The following day, noise was noted on the rv and atrial channel which was oversensed resulting in pacing pauses and stored episodes of atrial tachycardia response (atr) and non-sustained ventricular tachycardia (nsvt). The patient had an underlying rate of 40-50 bpm and was asymptomatic. Additionally, atrial pacing was observed at 110ppm even with the patient at rest. A boston scientific technical services consultant reviewed the device data and stated the clinical observations seem to be related to lead damage. Device reprogramming was performed and the patient was referred to another physician for a potential lead revision. The physician suspected a device issue and explanted this device. Another procedure was subsequently performed and the leads were removed from service and replaced. No additional adverse patient effects were reported.